Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the full lead was returned, analyzed and no anomalies were found.

Event description:
It was reported that at implant attempt the right ventricular lead determined to be too long. It was removed and replaced. No patient complications were reported as a result of this event. It was reported that at implant attempt the right ventricular lead was determined to be too long. It was removed and replaced. No patient complications were reported as a result of this event.